Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a temperature variation of more than five degrees celsius on the blood parameter monitor (bpm). The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) observed the arterial blood parameter monitor (bpm) probe was defective. The bpm probe failed at low temperature (15 degrees celsius) and high temperature (40 degree celsius) as it did not meet specification. The bpm probe worked as intended at mid ranges of 20 degrees celsius to 35 degrees celsius (barely passed).

Event description:
Per the clinical review on 04-mar-2016: per the perfusionist (ccp) this unit was just returned from the manufacturers service department. The ccp has used the blood parameter monitor (bpm) for many years and in fact since it has been on the market. In the past, the shunt sensor temperature is usually two degrees lower than the arterial blood temperature. But, since this unit was received back from service, the shunt sensor temperature is consistently five to six degrees celsius lower than the arterial blood. In addition, the response time is much slower than previously seen. According to the ccp, he has not observed any issues with accuracy of the other parameters. The ccp continues to use this monitor and all cases have been completed successfully. There has been no delay in the procedures and no associated blood loss. There has been no harm observed.

Manufacturer narrative:
Updated block: evaluation codes. Corrected block: recall. (B)(4). The reported complaint was confirmed. This monitor has not been at the manufacturer site since 2013 and has a blood parameter monitor (bpm) with an old thermistor, indicating it is not related to the recall 1828100-03/08/16-001-r, therefore recall should be blank. A visual inspection was performed by product development engineer and the bpm and thermistor body subassembly appeared normal visually. One solder connection at the flex printed circuit board assembly (pcba) was loose with flux residue surrounding the connections. Although this had no effect on resistance measurements made at room temperature during analysis, the loose solder connection may have attributed to the temperature inaccuracy. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.